Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/09/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Please disregard information reported in MFR number 3004753838-2017-44450. This report was submitted in error. Upon further review of the customer complaint, the receiver was stuck on the green progress bar, which is a non-reportable event. No additional patient or event information was available.